Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for both the malfunctions. For one malfunction, the investigation is confirmed for the alleged filter perforation. The remaining malfunction is inconclusive for the reported filter perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model 2120f vena cava filter allegedly perforated. The information was received from various source. Both malfunctions were involved patients with no reported consequences. Of the two reported malfunctions, one female patient is 60 years and another patient age is 61 years; however, gender was not provided. Weight for both the patients were not provided.